Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® iliac branch endoprostheses. On (B)(6) 2024, a follow-up CT scan revealed occlusion of an internal iliac component placed over the left internal iliac artery. Although the left internal iliac artery was unintentionally covered, no further treatment was given and the patient was placed under observation. The physician¿s comment: ¿ the lumen just above the bifurcation of the internal and external iliac arteries was narrow, so the iic and the ipsilateral leg of the ibc did not expand sufficiently. Since the origin of the left internal iliac artery was originally narrow and curved, smooth blood flow to the iic was not maintained, leading to occlusion. I considered placement of vbx or bare stent to prevent occlusion but decided to observe the patient.¿